Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 7 unopened and 5 open pouches. Analysis and results: there is a previous complaint regarding first pack sealed to second pack. (B)(4) units were manufactured and distributed of this code batch. There are no units in stock. Received 7 closed and 5 open samples. One of the open samples received has the aluminum pack sealed to the paper/peel pack. This is due to a defect of the welding machine and the units were not sorted out by the personnel involved in the process. Five of the seven closed packs received also presented this defect when opening. Regarding the threads getting knotted when extracting, the thread of the samples received have been pulled out without any force or entanglement. No knots have been developed when thread have been removed from the packaging. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It is reported that during surgery the thread knots during withdrawal, which causes some delay.